Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia detected on a cgm with a peak of 299 mg/dl after eating a small meal with alcohol and not announcing the meal; the user relied on basal and automated corrections, and device inspection by the user showed no signs of infusion set leakage or delivery obstruction. Symptoms included elevated glucose without reported clinical sequelae. Outcomes included self-resolution to 170 mg/dl within about an hour without backup therapy, medical intervention, or ketone testing. Investigation included remote review of available device and glucose trends and user guidance to monitor and assess infusion set function. Investigation of this case revealed a pattern of not announcing meals and appropriate device response with correction bringing glucose back into range. It was concluded that the device functioned as intended and that the event was related to missed meal announcement rather than device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.